Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead recently exhibited elevated, out-of-range shock impedance measurements (greater than 125 ohms). Boston scientific technical services (ts) was contacted and recommended continued monitoring, as the impedance was less than 150 ohms and not increasing gradually. Additionally, it was recommended assessing the patient's medical history, as there was evidence of an increasing, then decreasing trend in the thoracic, rv pacing, and left ventricular impedance measurements, which could be related to a change in the patient's clinical condition. These impedance measurements were all within range. At this time, this rv lead remain implanted and in-service. No adverse patient effects were reported.